Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor fell off after a day of wear. The customer was unable to obtain scan readings and subsequently experienced a loss of consciousness. The customer was able to regain consciousness and self-treated (unknown) and then the emergency services were called but no further information was reported. There was no report of death or permanent injury associated with this event.